Event description:
It was reported that the patient went to the hospital due to a patient alert triggered by a "sudden increment" of pacing lead impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Weekly pace measurement log data shows a gradual increase for min and max v.pace equal to 536 to 872 ohms peak between (B)(4)-2012.